Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose levels on (B)(6) 2026. The low blood glucose levels treated with drank some orange juice, peanut butter and crackers. No further information available.